Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis clipping in the colon performed on (B)(6), 2009. According to the complainant, during the procedure, the clip would not advance through the sheath. The case was completed with another mfrs device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been rec'd for analysis but has not yet been evaluated as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).